Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home health nurse reports that she needs curlin pump (serial: (B)(6) expiration date: not provided) replaced for pt. Stated that pump kept giving her an error to replace set and she has done that several times unsuccessfully, so she is finishing this cycle by gravity. No adverse event(s) reported due to product issue. Pharmacy to replace device. Material sent for return of device associated with event. Device available fer investigation if requested pending return by pt. No further info. Reported to (B)(6) by health professional.